Event description:
Customer reported that the needle tip broke off during an orthopedic surgical procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.